Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated she was taking a shower at the time of the alarm and is unsure if it got exposed to moisture. Blood glucose value was 143 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis. Customer reported via phone call that she has been experiencing high blood glucose since (B)(6) 2015. Customer's blood glucose level has gone over 400 mg/dl. She has treated with the insulin pump and manual injections. Last blood glucose level is 290 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The customer declined to check for site/set related issues or the settings. The insulin pump passed the high pressure test. Customer was advised the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.